Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level. Sensor glucose was 458mg/dl and her finger sticks are showing 600mg/dl before meal. Customer¿s current blood glucose value was over 600mg/dl and 298mg/dl later. Customer had dry mouth as a symptom of high blood glucose level. Customer alleged the pump of high blood glucose level because they bolused with the pump and blood glucose value still went up. Customer treated with syringes. Customer performed displacement test and it passed. Insulin pump will not be returned for analysis.